Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins turned off and the patient was seeing power on reset (por) on the ins recharger (insr). The patient confirmed that they were seeing an informational por. The message had been displayed for a couple of days. The patient was walked through clearing the por and they verified that it was cleared on both the programmer and the insr. No symptoms were reported. No further complications were reported or anticipated.